Event description:
Customer reported that pump was not delivering boluses, resulting in blood glucose level displayed as "high", although a specific value was not provider. Customer administered a manual injection (mdi) and required assistance from a healthcare professional, who also administered an mdi. The pump logs were unavailable for tandem technical support to review, therefore the allegation could not be confirmed.